Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for eval. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.

Event description:
The customer reported that during sealing in a nephrectomy procedure, an end tome was heard but oozing occurred. Another device was used to complete the procedure w/out incident. No pt injury.